Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(4) displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and archive data review. The root cause for the reported issue was due to the defective load cell. Upon visual inspection, noticed damage on the load plate cover, unrelated to the reported event. The load plate cover was replaced to remedy the issue. The physical damage appear to have been caused by user mishandling. The autopulse platform failed initial functional testing due to ua07 ((discrepancy between load 1 and load 2 too large) error message. The encoder drive shaft does not rotate smoothly, exhibited binding and resistance, unrelated to the reported complaint. The clutch was replaced to remedy the issue. The archive data review showed occurrence of multiple ua07 error messages on the reported event date. The load cell was replaced to remedy the issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used on a cardiac arrest patient. The platform displayed ua07 (discrepancy between load 1 and load 2 too large) error message regardless of changing the lifeband and re-positioning the patient. The user tested the platform back at the station for 2 hours and the platform displayed ua07 error message again. No additional information obtained from the customer. No known impact or consequence to patient information was available.